Manufacturer narrative:
Concomitant medical product: unk-lead, unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after a procedure, the right ventricular (rv) lead's electrode had caused perforation. During the lead revision, the device's setscrew was loosened, then tightened, and the setscrew slipped. The setscrew could not be fixed and so the device and lead were both replaced. The patient required extended hospitalization time. No further patient complications have been reported as a result of this event.